Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. It was reported that the pump had flipped recently when it couldn't be refilled. There was also a change in the baseline efficacy of the therapy with under-dose symptoms. An x-ray was performed that confirmed that the device had flipped. Surgery was performed to flip and suture the pump back. During surgery the catheter was found to be coiled/twisted and was partially explanted. The hcp reported potential twiddler syndrome as cause of event.